Event description:
Insufflator balloon collapses. This part of the whole system was removed & replaced with a new one.====================== manufacturer response for endoscopic vessel harvesting system, vasoview 6 pro (per site reporter).====================== just given to field rep today.